Manufacturer narrative:
Product analysis: analysis was able to confirm the atrial keypad was not working. There was a loose connection to the keypad. Analysis also noted the control knob was cracked inside and the knob spring was damaged. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) atrial keypad was not working. The epg was returned for service. There was no patient involvement.